Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. No motor error alarms and motor passed motor test.

Event description:
It was reported that the customer had unexplained high blood glucose. Paramedics were called and customer was hospitalized. Customer's blood glucose reading at the time the paramedics arrived was over 800 mg/dl. Caller stated that the customer had heart problems. Nothing further was reported.